Manufacturer narrative:
H.6. Investigation: a device history record review was not performed as the lot is unknown. To aid in the investigation of this incident, one photo was received for evaluation by our quality team.. The photo shows a syringe in a plastic bag. The bottom part of the syringe, where the luer lok is, is at the top. From the photo it is not possible to see the symptom reported by the customer and a root cause could not be provided based on the limited investigation results.

Event description:
It was reported that the bd luer-lok¿ tip syringe's luer was found damaged. The following information was provided by the initial reporter: "damaged luer lock tip."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd luer-lok¿ tip syringe's luer was found damaged. The following information was provided by the initial reporter: "damaged luer lock tip".